Event description:
Patient had paragard iud in situ for 8.5 years. Presented to clinic for iud removal. Upon removal of device, noted the copper coil was missing from the long portion of iud. Copper was present on "t" arms of device and both arms were intact.======================manufacturer response for paragard iud t380a, (brand not provided) (per site reporter).======================leadership working with rep to resolve issue.